Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of saline were exiting the infusion set tubing during the fill tubing step. There was no impact to customer's blood glucose level as customer was using saline. Tandem technical support (cts) instructed customer to disconnect the infusion set tubing to see if saline was exiting the cartridge patient line. Reportedly, saline was not exiting the cartridge patient line. Cts instructed customer to changed out cartridge. Customer changed cartridge and still was unable to see saline exiting the infusion set tubing. Customer changed cartridge again and was able to resume delivery.